Event description:
The olympus marketing representative reported (on behalf of the customer) that the endoeye flex deflectable videoscope had a compromised image issue. The reported problem was found during reprocessing. The unknown therapeutic procedure was completed. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the noise occurred due to damage to the imaging unit, which caused the image not to appear. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The device evaluation found the imaging unit was damaged, due to which there was no image. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a defect of the image sensor unit or a failure of the internal circuit board of the video connector or the system caused the event. However, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU) in chapter 3: preparation and inspection. 3.8 ¿inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscopic image 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Olympus will continue to monitor the field performance of this device.